Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. The target lesion was located in the left main (lm) coronary artery. The ion stent delivery system (sds) was advanced to the lesion. During deployment of the stent, the balloon moved forward in the lesion. The procedure was completed with this ion device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)